Manufacturer narrative:
D10: concomitant product: product ID: 9735854, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the issue occurred between surgeries so no patient was present.

Manufacturer narrative:
H2: additional information was received regarding the procedure. Please see section b5 for details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the main cart monitor was displaying "no video detected." Technical services (ts) assisted the manufacturer representative (rep) with verifying that the monitor video connection was correct in the softkey menu. The rep ended the call before more troubleshooting could be performed. It was unclear if a patient was present.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Unspecified hardware parts were replaced. Codes b01, c19, and d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: please see section a for additional patient information. H2: please see section b5 for additional information. H2: please see section d4 for the complete UDI. H2: please see additional codes for the updated annex f code, indicating the issue occurred prior to the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the issue occurred pre-operatively, before the patient arrived for a posterior cervical fusion. There was no surgical delay and no impact on the patient outcome.

Manufacturer narrative:
Additional information was received regarding the servicing where the manufacturer "went to the site to test the equipment". The part replaced was the monitor panel which housed the hdmi port. This hdmi port had been noted as damaged in a seperate non-reportable event, as well as in this one. Replacing the monitor panel resolved the issue in this event as well. As previously stated, following the replacement the system functioned as intended. The updated fdr/fdm/fdc codes applicable to this event are b01, c07, and d02. Sections a and h6 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.